Manufacturer narrative:
Evaluation summary: the event was confirmed; the graft cover could not easily be retracted to deploy the stent graft. The root cause of the event could not conclusively be determined however, may have been due to delivery system coatings that prevented stent graft deployment.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was selected for use in a patient for the endovascular treatment of a 3.5 cm in diameter abdominal aortic aneurysm. It was reported that the stent graft delivery was advanced to the intended landing zone. The physician rotated the blue handle however the stent graft was not deploying and there was no movement of the graft cover. The x-ray revealed a buildup of torque in the delivery catheter. The physician removed the undeployed stent graft delivery catheter system from the patient. The delivery catheter examined on the back table it appeared that the graft cover was immobile and unable the physician was unable to expose the stent graft. Another device was used to complete the case. No damage was identified to the original packaging. No kinks or abnormalities upon removal of the patient were noted. No clinical sequelae were reported and the patient is fine.